Manufacturer narrative:
The patient experience peritonitis on an unreported date in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a disconnection between a transfer set and a non-baxter plastic adapter which resulted in peritonitis. There was a breach in the sterile pathway when the patient reconnected the transfer set to the non-baxter plastic adapter to complete therapy. The patient was not hospitalized for the event of peritonitis; however, on an unreported date the patient was treated with vancomycin intraperitoneally (dose and frequency were unknown). On an unknown date, the transfer set was replaced and no issues were noted with the transfer set involved in the event. On an unreported date, the patient recovered from the peritonitis and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
A company representative provided additional information to the peritoneal dialysis nurse; specifically that the peritoneal dialysis transfer set is intended for a one time connection to the baxter locking titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user that baxter cannot ensure that the dialysis products of other manufacturers, when connected with its products, will function in a satisfactory manner as well as stating this set is intended for one time connection to the baxter locking titanium adapter. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.